Event description:
It was reported that during a vaginal hysterectomy procedure, the jaws got stuck on tissue and would not open. They used a heaney clamp and stitch to cut the device off the tissue. Once the device was off, they were able to manually open the jaws with their hands. They continued to use the device to complete the procedure. No patient impact reported. The device was discarded.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent